Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf) during defibrillation threshold (dft) testing. A stat shock was delivered and converted the rhythm. Programming changes were made to sensitivity and a second induction was performed and the device appropriately sensed and delivered therapy to convert the rhythm. Additionally, chronic noise and oversensing was observed on the rv channel, however, did not result in pacing inhibition. An invasive procedure was performed. Insulation damage was noted on the rv lead. The rv lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.